Manufacturer narrative:
Argus case: (B)(4).

Event description:
A patient may swallow a lot of adhesive [accidental device ingestion]. Suffer from urethritis [urethritis]. Case description: this case was reported by a dentist via call center representative and described the occurrence of accidental device ingestion in a patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria haleon medically significant and other:haleon medically significant) and urethritis. The action taken with polident denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion and urethritis were unknown. It was unknown if the reporter considered the accidental device ingestion and urethritis to be related to polident denture adhesive cream. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details:the adverse event information was received from dentist via call center representative (email) on 21jul2023 and dentist reported that "a dentist would like to report an ae case. A patient has use a lot of adhesive and may swallow a lot of adhesive and suffer from urethritis. The patient go into hospital. Please contact the dentist for more detail information".